Manufacturer narrative:
It was reported that the custom insole and shoe caused pain; shoe rubbed and caused ulcer on dorsal 2nd toe. Toe filler does not match foot, ampsite is hitting the filler, filler not wide enough product with the customer reported issue was returned and investigated by a quality technician and defect confirmed, custom is misasssmebled (not wide enough, not matching pt clone). Root cause is traced to the manufacturing process of the custom insole.

Event description:
It was reported that the custom insole and shoe caused pain; shoe rubbed and caused ulcer on dorsal 2nd toe. Toe filler does not match foot, ampsite is hitting the filler, filler not wide enough